Manufacturer narrative:
Continuation of d11: product ID 3093-33 lot# v772513 (B)(6) 2011 product type lead product ID 3058 lot# serial# (B)(4) implanted: (B)(6) 2019 product type implantable neurostimulator the new ins will be reported in a separate submission and that number will be referenced in subsequent supplemental reports. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Correction: on (B)(6) 2019 it was previously reported the rep learned there had been a therapy issue when the old battery died. Additional information was received from the patient on (B)(6) 2019: the patient reports her entire system was going to be replaced because it was bad. Patient reports there was a problem when the ins was put in. The patient explained that she already had the ins in, but the hcp thought the system needed a new battery (previously reported as due to normal battery depletion). The patient states that this new battery didn't work because an x-ray showed the whole thing is bad. The patient further explained that the "whole thing was bad" because it was in her and no one paid attention to her (patient services didn't know what the patient meant by this). The patient reports that it sat dormant since 2007 or 2009, but the ins had been helping her. (Unclear what was meant by this statement as current lead and previous ins were implanted 2011) the patient states that on 08-may-2019, the hcp will put a whole stimulator in. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the lead was broken and it was removed

Manufacturer narrative:
Other relevant device(s) are product ID: 3093-33, lot# v772513, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 06-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient need a replacement due to dead battery and there was a greater than 4k ohms impedance in all combinations. During troubleshooting, tss agent had mdt representative ran impedance at 2 volts and 360 pw, but impedance is still greater than 4k ohms. Then had mdt rep run stimulation in the programs and turn stimulation up, but patient was not giving bodily response. Tss agent then recommend removing lead, wipe it down and reinserting the lead, making sure the blue tip is seen but wiping down the lead and reconnecting did not resolve the impedance issue. The health care professional decided to put the new ins in and schedule the patient for a lead revision. No symptoms were reported. No further complications were noted or anticipated.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 3093-33, lot# v772513, explanted: (B)(6) 2019, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported the ins was replaced due to normal battery depletion and was disposed by the physician so it was not returned for analysis. The date of the lead revision procedure had not been scheduled. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of lead model 3093-33 lot # v772513 showed the conductors were broken near the tines 4.1 cm and 4.5 cm from the distal end of the body of the lead. The outside insulation was broken. It was noted that the device was subjected to a series of standard tests that included but not limited to visual inspection and electrical testing. The outer insulation was broken. Cosmetic environmental stress cracking (esc) was seen on the outer insulation in between the electrode sleeves. No shorts were seen between circuits. Continuity testing was not performed in order to preserve the returned condition of the lead. If information is provided in the future, a supplemental report will be issued.